Event description:
It was reported that patient had a spontaneous cerebral hemorrhage on (B)(6) 2023. They experienced nausea, vomiting, headache, and dizziness. The patient was admitted to hospital, warfarin was discontinued, aspirin 81mg was continued, and prophylactic keppra was started. They had serial computed tomography (CT) scans and last one on (B)(6) 2023 was stable. The patient was discharged (B)(6) 2023 on hospice. The patient then rescinded hospice and was readmitted (B)(6) 2023 with weakness, headache, and dizziness. Another CT scan showed worsening of the intracerebral brain hemorrhage (ich). The patient was then transitioned to hospice with comfort measures only and passed away on (B)(6) 2023.

Manufacturer narrative:
Onset arteriovenous malformations (avms) and gastrointestinal (gi) bleed is reported under manufacturer report number 2916596-2023-07816. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in 2023 the patient was losing weight, failing to thrive, and had become progressively weak.

Manufacturer narrative:
Section d1. Brand name: corrected; section d4. Catalog number: corrected; section d4. Primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.